Event description:
Event description boston scientific received information that four months post-implant, the lead impedance measurements in the atrium and ventricle were >2500 ohms in bipolar and unipolar configurations. In addition, there was no capture of the myocardium in either chamber observed. The caller inquired what the potential complications were. Technical services suggested a lead fracture or a connection issue and recommended an xray for confirmation. The next day, fluorscopy and daily measurements confirmed that both leads had become fractured in the vicinity of the area where the leads passed under the subclavian vein. During the revision procedure, these leads were explanted and two new leads of the same model types were successfully implanted with the existing pacemaker.